Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and tibial tray loosening at the cement to implant interface. Unknown cement was used.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search on the provided mbt cem keel tib tray sz3 (product code 129433130, lot number 3373073) found an additional report and a DHR review was conducted. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.